Event description:
On (B)(6) 2010, patient reported there was a small amount of insulin in the cartridge compartment of the infusion device. Patient reported, the insulin cartridge was leaking. Insulin cartridge did not appear damaged and exact source of leak could not be found. The plunger was not separated from the insulin cartridge. Patient switched to backup infusion device and allowed primary infusion device to air dry overnight. Follow-up was completed. Patient remained on backup infusion device and was concerned to use primary infusion device due to insulin ingress. Infusion device, adapter, and insulin cartridge were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.